Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and the battery data was not available. Technical support was contacted and suspected the diagnostics issue was due to external interference during interrogation. Technical support suggested to interrogate the device again without external interference causing equipment in the vicinity to resolve the issue. The patient will be monitored at follow-up and was in stable condition.